Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of spo2 board. The unit was checked and safety tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.